Event description:
The customer reported that while running an htlv-I assay using summit sample handler, the volume delivered to well h10 was low and no error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-03754-07.